Manufacturer narrative:
A ge service rep performed an onsite investigation. The tube was repaired. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an overload error message and that after being reset, it had poor image quality. No pt injury was reported.